Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2013, product type: lead. Other relevant device(s) are: product ID: 3778-60, serial/lot #: (B)(4), ubd: 29-nov-2016, UDI#: (B)(4); product ID: 3778-60, serial/lot #: (B)(4) ubd: 27-dec-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins) for spinal pain. It was reported that while replacing the battery due to end of life, the physician used the tongues wrench to remove lead, but the lead would not come out of the battery. The physician used a different torque wrench and still the lead would not come out. The physician removed the silicone seal over the screw and completely took out the screw and at that point the lead slide out. The #0 electrode looked to connect ok but showed over 40000 for impedances. They reseated the lead again in the new battery but got the same outcome, got the green checkmark for connection, but the red x over 40,000" when impedance check was done. With the other 7 electrodes reading with-in range. Additional information was reported that it's believed the cause was due to the lead not coming out. The impedances on the #0 electrode were with in normal range before replacement and after #0 showed over 40,000 ohms. Once they removed the silicone covering and unscrewed the screws all the way the lead came out. After the lead was put in the new battery and saw the high impedances they pulled out the lead and reinserted it, and checked again. Same result #0 oor. The rep was able to program around the electrode with the impedance and the system seems to be working fine.